Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, the cause of the occlusion alarm was unable to be verified. Additionally, it was reported that the pump display "glitched". Tandem technical support advised the customer that the glitch might have been because of priority stacking in the pump. The customer's blood glucose level was 157 mg/dl. The customer declined further troubleshooting and stated insulin delivery would be resumed.